Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer fainted due to high blood glucose and dka. Customer was taken to the emergency room and was hospitalized in intensive care unit. Caller stated that the customer's blood glucose was 328 mg/dl. Caller stated that the customer had allergic reaction and broke out in less than 10 minutes to either the tape or the cannula material. Nothing further was reported.